Manufacturer narrative:
Device evaluation: result - one (1) used open-packaged sample was returned for investigation. The sample was subjected to visual inspection. A broken catheter was observed on the returned sample. The broken catheter could possibly have been cut by a sharp object. The manufacturing process was reviewed. There is no process in the manufacturing facilities could have probably caused this nonconformance. Moreover, the manufacturing process has an automated vision inspection machine that rejects part not meeting lie distance requirement. If the broken catheter occurred in the process, it would be rejected by the automated vision inspection machine as there is no lie distance. Hence, this reported nonconformance could have occurred out of manufacturing. A review of the device history record could not be performed as the lot number is unknown. No preventive maintenance, calibration and equipment history records were reviewed as the lot number is unknown. Conclusion - bd was able to duplicate or confirm the customer¿s indicated failure mode as a broken catheter was observed on the returned sample. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample has been received by the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after the suspect device was removed, only approximately 5mm of cannula was attached to the hub. The remaining part of the cannula was assumed to still be in the patient's radial artery. The device had been in for approximately 18 hours with no problems. The doctor who inserted the device stated that it was an easy cannulation with no rethreading or complications. The line had not been sutured in so no stitch cutters or scissor were used during removal of the line. The patient had an ultrasound, which showed the remaining part of the cannula remained in the patient's radial artery. The patient returned on (B)(6) 2016 and had a day case to have the cannula piece removed by a vascular surgeon.